Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that upon taking the artificial urinary sphincter (aus) pump out of the package, a small foreign object was found on the tubing. The pump was not used. The procedure was completed with another pump.

Event description:
It was reported that upon taking the artificial urinary sphincter (aus) pump out of the package, a small foreign object was found on the tubing. The pump was not used. The procedure was completed with another pump.